Event description:
Additional information was received from a social media post from the patient's father noting that the patient passed away from a seizure. No other relevant information has been received to date.

Manufacturer narrative:
F10. Health effect - impact code; corrected data; initial MDR inadvertently omitted coding of 'absence of treatment' as per report device was disabled and patient was not receiving therapy.

Event description:
Additional information was received reporting that the patient also experienced increased seizure severity. No other relevant information was received to date.

Event description:
It was reported by the father in a social media post that after getting the vns implanted and turned on, the patient experienced seizures. It was also noted that increasing the settings caused the patient to experience seizures again. Device was noted to be disabled. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Another social media post was received reporting that the family alleged that the surgeon indicated in the patient's clinic notes that the family felt the seizures decreased for the patient which the family noted in the social media post was untrue and they also indicated that the surgeon lied about the data from the vns. No other relevant information has been received to date